Manufacturer narrative:
Concomitant medical products: addr01 ipg implant date (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that potential far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead on current electrograms (egm) with events falling into refractory period. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.